Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients did not show up on the medstation. A technical support specialist handled cases where patients were admitted but not shown in the station. First, the patient's status was checked on the es server. If admitted, the patient should have appeared in the station. If pre-admit, the admission team needs to send an admit message. If admitted but not showing, the location configuration was verified. The unit needed to be configured to an area and then to a station. Additionally, the patients primary ID and visit ID were checked against hospital records. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patients did not show up on the medstation. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.